Event description:
It was reported that this implantable pacemaker battery status was assessed and showed magnet rate at 90 which indicates elective replacement near (ern), but longevity estimation was 2.5 years. Boston scientific technical services (ts) discussed magnet rate 90 was tied to 1 year or less, but it is possible for device to display ern with less than a year remaining. Additional information obtained from the field confirming there was no longevity issue with the device. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the field b5 describe event or problem for more information regarding the specific circumstances of this event. Please note this pacemaker's battery was designed to estimate remaining longevity and trigger corresponding device replacement indicators based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.